Event description:
Same case as: 2134265-2013-08103. Reportable based on analysis of the related device completed on (B)(4) 2013. It was reported that the guidewire fractured. The patient was undergoing a percutaneous coronary intervention for treatment of angina pectoris. Vascular access was obtained on the right side. The 90% stenosed, eccentric and de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected and advanced for rotational atherectomy. No issue was noted during testing outside of the patient. The rotalink burr was unable to cross the lesion. It was further reported that the rotawire was fractured after it was withdrawn from the patient and the fracture was due to the physician's inattention. The procedure was completed with another 1.25mm rotalink burr. No patient complications were reported and the patients¿ status is stable. Analysis of the related burr revealed the fractured guidewire.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). ) device evaluated by MFR: the unit returned loaded and stuck in rotalink burr, also the unit has broke the proximal section, as part of overall visual revision. The visual and tactile inspection was performed and one section of the device was returned and is stuck in the rotalink burr, the wire was attempted to be removed form the rotalink burr but resistance was felt, only a small section of the wire could be removed. It is difficult to determine what section of the wire is stuck inside the rotalink burr (proximal or distal). The spring tip was not returned. The outer diameter measurement is within the specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: both wire samples presented evidence of bending overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2013-08103. Reportable based on analysis of the related device completed on 21oct2013. It was reported that the guidewire fractured. The patient was undergoing a percutaneous coronary intervention for treatment of angina pectoris. Vascular access was obtained on the right side. The 90% stenosed, eccentric and de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected and advanced for rotational atherectomy. No issue was noted during testing outside of the patient. The rotalink burr was unable to cross the lesion. It was further reported that the rotawire was fractured after it was withdrawn from the patient and the fracture was due to the physician's inattention. The procedure was completed with another 1.25mm rotalink burr. No patient complications were reported and the patient's status is stable. Analysis of the related burr revealed the fractured guidewire.